Manufacturer narrative:
The review of the device history record showed no deviations. All product features corresponded with the valid specifications of the waldemar link gmbh & co. Kg at the time, when the item was produced. The mp® reconstruction prosthesis, the neck section, the expansion screw and the prosthesis head a were available for the visual examination. The stem element to be examined was a titanium forged alloy, the service life was approximately 3 years and 4 months. The examination showed that it was a fatigue fracture. The typical oscillating stripes (resting lines) were detected. The proportion of fatigue fracture is approx. 95%, followed by 5% of the residual fracture area. The documents provided refer to hip arthrosis, whereby it can be assumed that the bony support of the relatively thin prosthesis shaft has been weakened. The x-rays show that the prosthesis is loosened above the fracture line before the fracture. This causes oscillations between the loosened upper part and the fixed smaller lower part under load. This leads to a fatigue fracture after some time. In consideration of the circumstances mentioned above, a material or manufacturing defect causing the damage is not assumed.

Event description:
Translation: patient notices a cracking after getting up from the chair and then has severe pain in the leg; mp stem is broken without external influence (no fall, no accident); patient has to be operated again, dr. (B)(6) are still thinking about which care they want to work with.